Event description:
At the end of a transfemoral tavrcase flow was noted to be "sluggish" and there was a small area of extravasation noted when looking at the angiogram for access. The team stated that the per-close device was unable to be deployed due to the patient's heavily calcified access area. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).